Event description:
It was reported that the right ventricular (rv) lead had diminished r waves and the atrial lead had poor thresholds since implant. Upon fluoroscopy, it was noted that the slack on the leads was pulled back and a micro-dislodgement was suspected. Both leads were repositioned and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.